Event description:
It was reported that the ventilator generated a technical error code indicating an internal memory error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an internal memory error. The device logs were not provided. The ventilator was investigated by our field service engineer on site. The issue was solved by replacing the control printed circuit board (pcb). The replaced control pcb was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).